Manufacturer narrative:
Product has not been returned from the reporter. A possible valid production code has been provided by the reporter. A product investigation is in progress.

Event description:
Clogged bartholin's gland, felt like a ball inside vagina [bartholin's cyst]. Bartholin's gland infected [bartholinitis]. Tingling in right thigh [paraesthesia]. Vaginal pain [vulvovaginal pain]. Case description: a spontaneous report was received via phone on (B)(6) 2019 from a (B)(6) year old female consumer stating she used tampax tampons pearl pocket regular-normal non deodorant 16 CT for the first time, one tampon only the night of (B)(6) 2019, and the next morning she had what felt like a ball the size of a lemon inside her vagina on the right side, and experienced increasing vaginal pain and tingling in her right thigh. She went to an emergency room (ER) the night of (B)(6) 2019. The doctor told her she had a reaction to the tampon; a clogged bartholin's gland which was infected. Treatment was incision and drainage, doxycillin, dilaudid, zofran, and a balloon catheter was placed in the area for a few days. The consumer was instructed to follow-up with an ob/gyn. She was currently on bedrest, and taking pain medication (narco for home) and antibiotics. The clogged bartholin's gland and tingling of right thigh had recovered on (B)(6) 2019. The bartholin's gland infection and vaginal pain were improved. The case outcome was improved. The consumer reported she had never used tampons before (B)(6) 2019. Allergy/intolerance: none. Concomitant product(s): none reported. No further information was provided.

Event description:
Bartholin's gland infected, abscess of bartholin's gland [bartholin's abscess]. Clogged bartholin's gland, felt like a ball inside vagina, bartholin's cyst [bartholin's cyst]. Tingling in right thigh [paraesthesia]. Vaginal pain [vulvovaginal pain]. Swollen in vagina [vulvovaginal swelling]. A spontaneous report was received via phone on 04-nov-2019 from a 22 year old female consumer stating she used tampax tampons pearl pocket regular-normal non deodorant 16ct for the first time, one tampon only the night of (B)(6) 2019, and the next morning she had what felt like a ball the size of a lemon inside her vagina on the right side, and experienced increasing vaginal pain and tingling in her right thigh. She went to an emergency room (ER) the night of (B)(6) -2019. The doctor told her she had a reaction to the tampon; a clogged bartholin's gland which was infected. Treatment was incision and drainage, doxycillin, dilaudid, zofran, and a balloon catheter was placed in the area for a few days. The consumer was instructed to follow-up with an ob/gyn. She was currently on bedrest, and taking pain medication (narco for home) and antibiotics. The clogged bartholin's gland and tingling of right thigh had recovered on (B)(6) 2019. The bartholin's gland infection and vaginal pain were improved. The case outcome was improved. The consumer reported she had never used tampons before (B)(6) 2019. Allergy/intolerance: none. Concomitant product(s): none reported. No further information was provided. 27-nov-2019 received consumer's product experience questionnaire and medical record: the consumer reported she used tampax pocket regular twice daily, 2 times for her period on 21-oct-2019. She had not used this exact product before. The problem started 1 hour after use. She reported she was swollen in vagina, it got bigger. Home treatment included sitz bath and medication. The problem resolved after her ER visit on (B)(6) 2019. Prescribed treatment included antibiotics, sitz bath, and pain meds. The outcome was recovered. Concomitant product(s): none. No further information was provided. Medical record: the consumer provided ER discharge instructions and bill confirming she visited the emergency room on (B)(6) 2019, and underwent an incision and drainage of vulva abscess. Diagnosis: abscess of bartholin's gland. Medications received were dilaudid 1mg intramuscular injection, zofran 4mg oral route, and lidocaine with epi 1% 10 ml infiltration. Discharge instructions provided for bartholin's cyst incision and drainage. Prescriptions: norco for pain control, and doxycycline hyclate. Home medication recorded during visit included motrin, oral route as needed. Follow-up with physician in 5 to 6 days for continuance of care. No known drug allergies. No further information was provided. 11-dec-2019 product investigation results: the consumer did not return the product. All records were reviewed, and three retain samples from the subject lots were visually inspected. Conclusion code: no manufacturing cause identified based on investigation. 07-feb-2020 product investigation results: the consumer returned 1 opened tampax pocket pearl regular unscented 16ct carton with 10 wrapped tampax pocket pearl regular unscented tampons. The returned product was visibly inspected and found to be made to specifications. Conclusion code: returned product within specifications/limits.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Bartholin's gland infected, abscess of bartholin's gland [bartholin's abscess] clogged bartholin's gland, felt like a ball inside vagina, bartholin's cyst [bartholin's cyst] tingling in right thigh [paraesthesia] vaginal pain [vulvovaginal pain] swollen in vagina [vulvovaginal swelling] a spontaneous report was received via phone on (B)(6)2019 from a 22 year old female consumer stating she used tampax tampons pearl pocket regular-normal non deodorant 16ct for the first time, one tampon only the night of (B)(6)2019, and the next morning she had what felt like a ball the size of a lemon inside her vagina on the right side, and experienced increasing vaginal pain and tingling in her right thigh. She went to an emergency room (ER) the night of (B)(6)2019. The doctor told her she had a reaction to the tampon; a clogged bartholin's gland which was infected. Treatment was incision and drainage, doxycillin, dilaudid, zofran, and a balloon catheter was placed in the area for a few days. The consumer was instructed to follow-up with an ob/gyn. She was currently on bedrest, and taking pain medication (narco for home) and antibiotics. The clogged bartholin's gland and tingling of right thigh had recovered on (B)(6)2019. The bartholin's gland infection and vaginal pain were improved. The case outcome was improved. The consumer reported she had never used tampons before(B)(6)2019. Allergy/intolerance: none. Concomitant product(s): none reported. No further information was provided. (B)(6)2019 received consumer's product experience questionnaire and medical record: the consumer reported she used tampax pocket regular twice daily, 2 times for her period on (B)(6)2019. She had not used this exact product before. The problem started 1 hour after use. She reported she was swollen in vagina, it got bigger. Home treatment included sitz bath and medication. The problem resolved after her ER visit on (B)(6)2019. Prescribed treatment included antibiotics, sitz bath, and pain meds. The outcome was recovered. Concomitant product(s): none. No further information was provided. Medical record: the consumer provided ER discharge instructions and bill confirming she visited the ER on (B)(6)2019, and underwent an incision and drainage of vulva abscess. Diagnosis: abscess of bartholin's gland. Medications received were dilaudid 1mg intramuscular injection, zofran 4mg oral route, and lidocaine with epi 1% 10 ml infiltration. Discharge instructions provided for bartholin's cyst incision and drainage. Prescriptions: norco for pain control, and doxycycline hyclate. Home medication recorded during visit included motrin, oral route as needed. Follow-up with physician in 5 to 6 days for continuance of care. No known drug allergies. No further information was provided. (B)(6)2019 product investigation results: the consumer did not return the product. All records were reviewed, and three retain samples from the subject lots were visually inspected. Conclusion code: no manufacturing cause identified based on investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.